Event description:
The customer contact reported the pt rec'd less medication than intended. At an unspecified time the device was programmed to deliver gamunex 10g/100ml, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 100ml, and the delivery was started. No further programming parameters were provided. After approx 30 mins, the pt notified the nurse that the container was still full. The customer contact reported that the device display indicated the vtbi was decreasing, however, no medication was being delivered. It was reported that the nurse attempted to troubleshoot by removing the tubing set from the device, re-spiking the gamunex container, and reloading the tubing set into the same device. After an unspecified length of time, the device was removed from clinical services. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.83ml from an expected delivery of 20ml. Delivery accuracy for this device for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated the device was programmed on (B)(6) 2013, at 1054 for tpn w/o taper, with a vtbi (volume to be infused) of 115ml, instead of the customer reported 100ml, for a duration of 1hr 30 mins, instead of the customer reported 1hr, with a container size of 115ml. Between 1055 and 1148, the device was powered off and on 2 times. At 1149, the delivery was started. At 1305, the delivery was stopped. Between 1308 and 1310, a start alarm occurred and the delivery was started 2 times, stopped, and a new container is indicated. Between 1431 and 1435, the delivery was stopped, a start alarm occurred, and the delivery was started. At 1437, the program was cleared and reprogrammed to deliver a vtbi of 55ml, instead of the customer reported 100ml, for a 45 min duration, instead of the customer reported 1 hr, a container size of 55ml and the delivery was started. At 1520, the delivery was stopped, a start alarm occurred, a new container is indicated and the delivery was started. Between 1608 and 1625, the delivery was stopped 4 times, started 3 times, a start alarm occurred, a new container is indicated, a check cassette p alarm occurred 2 times, a cassette inserted is indicated 2 times, a priming volume of 1.8ml is indicated and the device was powered off. This report represents all the info known by the rptr upon query by hospira personnel.